Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was unable to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Upon completion of testing, the yaw chipencoder virtual absolute (cva) board, yaw cva disc, yaw cva flat flex cable (ffc), and yaw motor module were identified as components potentially involved in the reported event. These components were thoroughly inspected, and no faults or anomalies were found. The probable root cause may be attributed to an intermittent signal disruption in the yaw cva board located on usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had error 23118 occurred at universal surgical manipulator (usm) 3 pointing usm 3 axis1. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised him to restart the system after resetting the patient side cart (psc) breaker. The customer tried several times, but the same error occurred. Site completed the procedure by using three arms. The procedure was completed with no reported injury. Isi contacted the customer and obtained the following information: ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and there were no errors. The procedure was complete with 3 arms due to 1 arm was having errors the site could not recover. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.